Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "one patient pulled out his infusion. The caregiver observed a section of catheter between the part out of the patient body (red base with suture in place) and the line part inside the body. The detached part of the catheter was not found in the patient's room. An ultrasound and a CT scan were performed to search for the part in the patient's body. Usually, when this type of event occurs, the detached catheter remains intact and do not split." Patient condition was not mentioned. Additional information has been requested from the account.

Event description:
It was reported that: "one patient pulled out his infusion. The caregiver observed a section of catheter between the part out of the patient body (red base with suture in place) and the line part inside the body. The detached part of the catheter was not found in the patient's room. An ultrasound and a CT scan were performed to search for the part in the patient's body. Usually, when this type of event occurs, the detached catheter remains intact and do not split.".

Manufacturer narrative:
(B)(4). Additional information received from the customer 12-feb-2024 indicates that no part of the device was left in the patient. It was also reported that the condition of the patient was "stable" and that "patient had to undergo further tests to locate the missing part, but there were no direct clinical consequences. A new device was used." Complaint verification testing could not be performed as it was reported that the sample is not available for return. The instructions for use (IFU) provided with this kit issues several warnings meant to aid the user in preventing device damage: "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration. Warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." The IFU also states, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.